Manufacturer narrative:
A ge rep evaluated the system and repaired the power cord connector. System operates as intended.

Event description:
The customer reported the system is not booting up properly because of power issues. No pt injury was reported.